Manufacturer narrative:
Device evaluation of battery packs have been completed. The reported problem (battery/charger faults) has been confirmed. Upon investigation, the batteries were able to power on a monitor and charge but was unable to stay firmly seated in the monitor. The cause was isolated to bent pins in the battery connector. There was no adverse event that occurred related to this issue. The root cause for the bent pins was unable to be positively identified. No adverse event resulted from the damaged battery packs.

Event description:
A us distributor reported battery faults.